Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient had an optical surprise where the provider stated the iol itself has the incorrect corrective power. (-1.5d se instead of a -.6d). The left eye was more near sighted than labeled by manufacturing which suggests it could be in fact a manufacturing error of the lens as it was outside the +/- 0.5d error considered for implants. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.

Event description:
Additional information received, from the consumer. Stating, that there was no issue with the right eye. There was no issue or defect with the iol.

Manufacturer narrative:
Based on information received. Following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).